Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that they had initially tried to troubleshoot remotely and was unable to fix the issue since the unit would not turn on. Once onsite they were unable to replicate the issue and successfully completed a simulated treatment without issue on the catheter or trainer. The fse identified a horizontal line on top display. Codes 137, 111, 118, and 112 were identified in the logs with 112 correlating with the initial issue. The video generator board, display, coiled cord, and executive processor board were replaced as a precaution. Additionally, the fiber optic connector was found broken while doing inspection and repairs, and it was replaced. Device passed the performance and safety checks according to factory specifications. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: b3.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) console shut off with no warning/alarm during use. There was no patient harm or injury.